Event description:
A customer observed potentially false negative ahbc results on pt samples. The results were not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.